Event description:
It was reported that a malfunction alarm occurred after the customer passed through metal detectors, resulting in the pump dying. The pump did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support arranged to send a replacement pump to the customer. The customer was provided instructions on putting the pump into storage mode and returning it to tandem. They agreed to continue using their current pump temporarily and acknowledged the steps needed upon receiving the replacement.